Event description:
The consumer was leaning forward in the chair when the chair allegedly tipped forward causing the consumer to fall out of the chair. The consumer is on o2 and the cannula allegedly got caught on the joystick during the fall, causing the chair to drive over the consumers ankle. This allegedly resulted in a broken ankle.